Manufacturer narrative:
The device was returned and the evaluation is ongoing however found in addition to the b30 (scope communication error) reported; a e216 (scope communication error) and the image is not displayed occurred due to damage on charged coupled device unit and because the electrical contact of video connector was shaved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had a b30 error (scope communication error code). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the code errors b30 and e216, as well as the lack of image, were caused by damage to the image sensor unit (such as disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected and prevented] by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.